Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
This is report 1 of 2. It was reported that during a laparoscopic (coelio) visceral surgery, the surgeon placed in the pocket of operative field the monopolar forceps connected to the cable. There was an unexpected activation of the forceps by the forefoot pedal and a second to third degree burn has occurred even with the operative field protection. There was a creation of capacity circuit via the insulated operative field. The burn has the shape of the handle of the forceps, a cutaneous resection was done. Even the forceps handle was not in contact directly with the skin of the patient, the patient was burn by the handle. The handles of the forceps are not insulated. Before receiving the handle insulated, it was requested to put these forceps far from the patient when using them to limit the risk. The handle of the forceps was put in quarantine. An internal analysis shows that there was capacitive circuit between the handle and the patient's skin via the insulated operative field.

Manufacturer narrative:
This is 1 of 2 reports. Both events occurred with the same model of forceps but not the same forceps. It was reported that the event occurred 30-40 minutes after the beginning of the procedure, increasing the surgery time 15 minutes for the treatment of the burn located in the right flank of the abdomen. The size of the burn is 5-6 cm and no injury for the user was reported. The procedure went ahead as planned with a replacement device. The generator (erbe vio 300)(same model for both events, but not same unit) was tested and no dysfunction or alarm was detected.